Manufacturer narrative:
MDR 8021545-2026-89153 / initial 1 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the entire box of infusion set tape did not adhere due to sweat on 09-mar-2026.